Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) the patient experienced too sever glare and halos at night. The iol had been exchanged in a secondary procedure. The clinical reason for exchange was visual adverse event due to diffractive optic. Additional information received and the surgeon reported unable to achieve acuity improvement at any refractive power.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).